Manufacturer narrative:
Report sent: may 15, 2007.

Event description:
Procedure: gastric resection. Reportedly, the instrument did not fire at all. The handle was squeezed and locked in the firing position and the stomach was open. The surgeon transected tissue and then sutured the stomach to close it. The or time was extended by approx 30 minutes.